Event description:
It was reported from (B)(6) that when the patient was in the clinic the controller "stopped working (controller fault)." The controller was immediately replaced and the problem was resolved. There was no effect on the patient and the patient is doing fine.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the controller revealed no signs of physical damage or contamination. Analysis of the device revealed that the device met specifications; the controller passed visual and functional testing. The reported event was confirmed via review of the controller log files which revealed controller fault alarms near the date of the reported event. Further analysis revealed the controller fault alarm as type "sys_uic_aps_failure"; controller fault alarms of this type are caused by a leaky diode and are highly intermittent. Heartware has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event is a faulty diode. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using.